Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited noise. Further information was not reported. The patient's condition was unknown.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing and noise due to electromagnetic interference. No device intervention was performed and the patient will be monitored. The patient was stable.